Event description:
Additional information received reported that the patient was doing really well. The drug being infused by the pump was still unknown. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient was having a revision to reposition the pump in a new location away from an area where the patient had unrelated medical procedures. The healthcare professional was concerned that the issues in the original area would compromise the pump pocket. The manufacturer¿s representative stated the believed the unrelated incisions have become problematic within the last six months but did not have an exact time frame. There were no issues related to the drug infusion system. The drug being infused by the pump was unknown. Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10808r43, implanted: (B)(6) 2001, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8711, lot# n096475005, implanted: (B)(6) 2007, product type: catheter. (B)(4).